Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and other chronic/intractable pain (trunk/limbs). The pump contained an unknown drug with an unknown concentration and dose. It was reported telemetry was performed, and it was determined the pump had a motor stall. The patient would be seen for surgical consultation for a replacement. The replacement was not scheduled yet, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. It was reported the event/difficulty first occurred on (B)(6) 2018. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.